Event description:
Per the edwards field clinical specialist, the femoral sheath was difficult to remove post transaortic valve replacement. The physician decided that it was in the patient's best interest to remove the sheath surgically by doing a more extensive cut down. The patient received a graft as a result of the severity of the calcium in this location.

Manufacturer narrative:
Additional investigation revealed: there was no issue with the integrity of the device prior to use. There was some difficulty in completely advancing the 28f dilator prior to sheath insertion, and there was minimal resistance inserting the sheath. The access vessel was the right common femoral artery, which was 9.0mm in diameter, with severe calcification and mild tortuosity. The device history record review of the effected sheath shows the device met specifications prior to distribution. The device was not returned for analysis as there was no report of device malfunction. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the access vessel was of appropriate diameter (minimum vessel diameter for a 24 fr rf3 sheath is 8mm); however, there was severe vessel calcification which appears to have cause or contributed to this event. Since there is no allegation of device dysfunction, misuse or mislabeling, and the device is not being returned for analysis, no further investigational actions will be performed in relation to this event.